Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with xx units of insulin during the load sequence. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer resolved issue and resumed insulin therapy. No additional information was provided.